Event description:
Pt received burn to thier back during surgery for tonsillectomy and adenoidectomy. Burn appeared to be in same shape, size and dimension of a metal hospital gown snap pt was wearing.